Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic during follow-up and the device was observed to be post-sensed far-p oversensing. The programming changes were made.